Event description:
It was reported that the dynalink was being used off label in a tight sfa. Pre-dilatation was performed several times, but the tight lesion kept recoiling. Upon deployment of the stent, the lesion recoiled and the stent delivery system (sds) tip became trapped in the vessel. During an attempted removal the tip separated. The pt was sent to surgery to remove the separated tip of the sds. Reportedly, the pt did well during surgery.